Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) has been confirmed. The c and d cable were pulled out of strain relief and wires were severed. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.